Event description:
It was reported that the handpiece began overheating during a oral surgery. There was no reported pt or user injury, and procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the core driveshaft adversely affecting the bearings due to a poor fit. Service replaced the driveshaft assembly and bearings along with other components as part of preventive maintenance.